Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the purge leak - sidearm was not determined due to no product returned and insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that during support there was a purge filter leak. Additional information provided stated that the catheter was not explanted due to the fluid leak. There were no active alarms, and the patient was successfully weaned off impella support. Unfortunately, the catheter was discarded at the time of explant. The patient was noted in stable condition.